Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported this was not their first trial. They reported they were on a different trial in the beginning of (B)(4) 2017. The healthcare provider was unable to implant the wire down the right side, so they implanted on the left side. Patient believed the lead was implanted on the opposite side of the tailbone as their current lead. Patient reported the therapy worked great for 3 days before the wire came loose and the trial ended. Patient did not get implanted at that time because they were uncomfortable with the process. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence & fecal incontinence. Patient mentioned that their device was not working and that the wire had slipped up away from the site. Caller said during the evaluation for 2.5 days, they were like a new woman. Patient went 3 hours without going to the bathroom and didn't have any spasms. Patient was able to sleep through the night and only got up once. Patient said prior to the evaluation, they would get up 4-6 times a night. Patient said then "all of a sudden" on the 3rd day, they increased stim because they didn't feel anything and they were right back to where they were prior to the evaluation. Patient talked to the doctor and they said one the "wire" must have moved. Doctor said that the patient must have bent or did something to make the lead slip. Patient had 2 leads but they only used one because it was "stronger or something". Patient said the 3rd day of the evaluation they did not feel stimulation but then said they did not count the 1st day so it was not able to determine an exact day. Therapy started on (B)(6) 2018. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.